Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Lot number 62538. The reported events of left eye was weeping and closed over with redness and irritable, l va count fingers, exposure, high intraocular pressure, fistula and blebitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the events and patient details has been requested. No additional information is available at this time. Device labeling: precautions the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. The patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. Warnings the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported a patient with a combined phacoemulsification plus xen surgery experienced " left eye was weeping and closed over, eye was red and irritable, l va count fingers, xen tip exposed, iop 30, ac cells 4+, fistula and blebitis." Zyrtec drops were prescribed to treat "eye was red and irritable." The device has been explanted from the left eye. After the removal of the device, iop dropped to 3 mmhg with va l hand movements. Patient had a conjunctival graft surgery due to the conjunctiva ¿melting¿ away after a case of blebitis (after removal of the device).

Event description:
Additional information revealed post graft, the patient had an increase iop to around 30 (B)(4) and was put back onto glaucoma medication. There was also corneal edema and a subsequent drop in visual acuity. The patient had a trabeculectomy and now has an iop of 10 (B)(4).

Manufacturer narrative:
The reported events of edema and a subsequent drop in visual acuity are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.